Event description:
(B)(6) study. It was reported that complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 81 mg aspirin and 300 mg clopidogrel. A lotus introducer sheath was placed and the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete repositioning of the valve in the proper anatomical location, in accordance with the direction for use. Post procedure event summary: on the same day of the index procedure, post procedure, the patient developed complete heart block(chb),diagnosed by electrocardiogram(ECG). On the day of the index procedure, a new non-bsc permanent pacemaker was implanted successfully. The event was considered recovered the same day.